Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a f/u MDR will be submitted.

Event description:
Rec'd info stating customer rec'd an altitude alarm during basal, while at her house. There was no reported impact to the customer's blood glucose level.